Event description:
Additional information indicates that the malfunction was with ipg and not this device. There were no allegations of malfunction or deficiency against this device.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. Surgical intervention may be undertaken to address the issue.